Event description:
Pt with multiple sclerosis. 2 different agency nurses visited pt. 2 different lot numbers of 22g angiocath sent. 1st lot number unavailable. Agency nurses felt 222 gauge defective. Felt that when angiocath threaded it backed out. Sometimes left welt at infection site. Second rn felt sensation of "shearing".